Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc issue. No clinical details regarding resolution or patient condition were provided. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic3384) was sent back for further investigation. The blue disc retainer was broken off of the purge assembly. The root cause of the purge disc not detected alarms is due to a broken purge disc retainer. This report is being filed as part of a retrospective review of historical records.